Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence due to several leaks in the system with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. During the explant procedure the physician observed 3 holes in the cuff and 4 holes in the balloon resulting in the fluid leak causing the patient's level of incontinence to return. Activation of the device was not possible as the device was empty.

Manufacturer narrative:
The returned devices cuff and balloon was analyzed and the reported allegations of incontinence, hole, fluid loss was confirmed. Based on a review of all available information, the cause of the reported event was most likely a cause of a tool o sharp instrument puncture. The cuff was found to have a pinhole tear in the cuff shell and the balloon had 3 pinholes.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence due to several leaks in the system with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. During the explant procedure the physician observed 3 holes in the cuff and 4 holes in the balloon resulting in the fluid leak causing the patient's level of incontinence to return. Activation of the device was not possible as the device was empty.